Event description:
Related manufacturer report number: 2017865-2017-34001. During a follow-up, there were episodes of noise reversion and a decrease in sensing on the right ventricular channel. There was also a loss of pacing. The device, right atrial, and right ventricular leads were explanted and replaced. The patient was stable. Further information was requested but not received.

Manufacturer narrative:
The reported event of no output was not confirmed. As received, a partial lead was returned for evaluation in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies with the exception of damages consistent with procedural damage.